Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported failure to detect paddles lead ECG. Physio observed that the therapy cable that was being used with the device had cuts in the cable. As a result, when the cable was bent, or flexed, the ECG signal would show dashed lines (---). The cuts were not clearly visible unless the cable was bent or flexed. Physio recommended that the customer obtain a replacement therapy cable. Physio was unable to duplicate any issues with using standard ECG leads. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a recent patient event, they were unable to obtain the patient's ECG through standard ECG leads or paddles lead ECG. The inability to obtain the patient's ECG through paddles lead ECG indicates that defibrillation would not have been possible. The customer advised that the male patient had sustained a "large head bleed" prior to arrival. First responders intubated the patient and then connected him to their device using a 4-lead ECG cable, but were unable to obtain the patient's ECG rhythm. First responders then connected the patient to their device using a therapy cable and quik-combo defibrillation electrodes. Upon selecting paddles lead ECG to monitor the patient, the device user received dashed lines (---) and no ECG information. The patient did not have a pulse during the event. A backup device arrived on scene and was then connected to the patient using the same therapy cable and defibrillation electrodes, yet the reported issue persisted. They then connected a different therapy cable and a new set of defibrillation electrodes to the backup device and were able to obtain the patient's ECG, which indicated a pea waveform. The status of the patient is unknown.

Manufacturer narrative:
Physio-control further examined the removed therapy cable assembly and determined that the cause of the reported issue was that the high voltage wires were broken due to physical damage. The damage to the cable broke the high voltage wires which in turn caused an electrical short at the location of the damage. As a result, a device being used with the cable would not have been able to detect a patient load via paddles lead ECG and would give an "abnormal energy delivery" message when attempting to shock.